Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval : yes. D10: returned to manufacturer on: (B)(6) 2020. Investigation conclusion it was reported the white luer cap is oval shaped. Images from the component largebore smartpocket s/a p/n: (B)(4), the sample were provided. According to the reported lots the product was manufactured on combo 6; a gemba walk was performed in automation area combo 6. During gemba walk process review it was identified what is follow, a 100% flow test by sensors, detect any irregularities in the fla or piston and this sensor was challenged as follow: deformed fla¿s (B)(4), were placed with red marks in the machine (combo 6), and the machine was able to detect and place them on bin of reject pieces once the machine rejects them. Manufacturing process was reviewed and personnel as quality engineers, supervisor and technicians from manufacturing line 40 and machine (combo 6) were interviewed and all they agree that this defect is not related to manufacturing process or machine (combo 6), since this condition could be detected by the sensors. After that the other possible way to deform the part is if it is exposed under high temperatures that according with prd (product requirements document) dir (B)(4), the product should perform after exposure to a range of -40°c= t (°c)=+52°c (-40°f= t (°f)=+125°f) , however, the temperature inside production room is 69°f,temperature that is well below the maximum temperature at which the product should be handled, therefore this option was ruled out as a possible root cause h3 other text : see h10.

Event description:
It was reported that OEM largebore smartpocket leaked. The following information was provided by the initial reporter: material no: p3068215 (5600r), batch no: 19058719. Harmac has received 2 complaints from the field for leaks from the needle free port. Becton dickenson lot number 19058719. The white lure cap is oval in shape and the leak is from the blue silicon. (B)(4), was logged against a similar part from becton dickenson, (B)(4), needle free 'y' port for the same issue. 7 field complaints for a oval white cap and a leak. To date no root cause was determined. Vendor should use this additional information to help determined root cause and take action so this issue does not repeat.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that OEM largebore smartpocket leaked. The following information was provided by the initial reporter: material no: p3068215 (5600r). Batch no: 19058719. Harmac has received 2 complaints from the field for leaks from the needle free port. Becton dickenson lot number 19058719. The white lure cap is oval in shape and the leak is from the blue silicon. Scar01306 was logged against a similar part from becton dickenson, p3068205 needle free 'y' port for the same issue. 7 field complaints for a oval white cap and a leak. To date no root cause was determined. Vendor should use this additional information to help determined root cause and take action so this issue does not repeat.